Manufacturer narrative:
The investigation is ongoing. The valve will not be returned.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the valve system was advanced into the esheath plus and immediately felt resistance. The operator then advanced the valve with high push force through the sheath into the thoracic aorta where bent struts on the valve were visualized. The valve system was then pulled into the sheath, and the delivery system, valve, and sheath were all removed from the body at the same time. A new esheath plus was advanced and a new valve system was advanced and deployed in the appropriate fashion. The proglide closure failed post-tavr so a cutdown to close the right femoral artery was performed. The patient was stable throughout the entire procedure.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the patient's access vessel had the presence of calcification and multiple struts on the valve frame were bent at the inflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. Based on the review of the IFU, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the operator then advanced the valve with high push force through the sheath into the thoracic aorta where bent struts on the valve were visualized." Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", " if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per the 3mensio, the patient's access vessel had the presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the valve strut damage at the inflow. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.